Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during an implant procedure, the right atrial lead failed to capture. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. (B)(4).

Event description:
It was reported that during an implant procedure, the right atrial lead was unresponsive. The lead was removed and replaced. The patient was stable.